Event description:
It was reported that a pt underwent an atrial septal defect procedure with a pericardial patch in (B)(6) 2010 and suture was used. The surgeon sutured the patch to the septum to close the communication between both atriums. When the surgery was complete and the pt was in the ICU, the pt had to be reoperated on because, the knot untied and the patch was no longer sutured. The pt had to go on the pump again and surgery was started again. The knot is square with one hand and the suture is continuous.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch zpe830 mfg date: 12/01/2007, exp date: 01/31/2012; batch cab150 mfg date: 01/01/2010, exp date: 01/31/2015; batch akb904 mfg date: 09/01/2008, exp date: 07/31/2013; batch ake378 mfg date: 09/01/2008, exp date: 07/31/2013. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.